Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot#: 0216461456, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 3389-40, lot#: 0216551606, explanted: (B)(6) 2021, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-aug-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 09-aug-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 09-aug-2022, UDI#: (B)(4). Complaint origin: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a medical visit the doctor noted the implanted items (extensions and leads) were infected and should be removed. The event was said to not be resolved at the time of the report.